Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 420 mg/dl, 126 mg/dl, 90 mg/dl and 326 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
As adc customer reported receiving an pxtra meter reading of 6.8mmol/l at 4pm on (B)(6) 2010. Customer took insulin based on the reading and then became incoherent, lost consciousness and her husband called paramedics. Upon arrival, paramedics received an hcp meter reading of 1.8mmol/l and customer was treated on scene with an unknown medication intervention. The report also stated customer was diagnosed with hypoglycemia but it is unknown if the customer was transported to a health care facility and no additional treatment was reportedly rendered. No additional information was provided. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory however, it is important to note that the date and time settings in the meter were not correct. This is a final report.

Manufacturer narrative:
The customer's product has been requested back for investigation and a follow-up report will be sent if new information is obtained.